Event description:
The customer reported that while running a hepatitis surface antigen assay, summit sample handler did not pipette conjugate into well positions b2 and c2 and did not give an error message. A ortho field service engineer was dispatched. No death or serious injury was associated with this event.